Manufacturer narrative:
The customer reports that the cns (central nurse's station) had a loud alarming noise and then rebooted itself while monitoring patients. The cns was replaced with a spare. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central nurse's station) had a loud alarming noise and then rebooted itself while monitoring patients.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the cns (central nurse's station) had a loud alarming noise and then rebooted itself while monitoring patients. The cns was replaced with a spare. The unit was cleaned and evaluated. The reported problem of loud alarming and rebooting could not be duplicated. Unit was monitored for an extended period. During testing it was found that the full disclosure function was not working on this unit. Scan disk was ran on this unit and resolved this issue. Unit was tested for an extended period. No other issue was found with this unit. The unit has been returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.